Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty generator board could not be determined. Error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130 volts. The generator board defect may have been caused by a defective current transformer, defective impedance transformer, a missing drive signal for the output stage of the generator board, a defective peak rectifier, or low output voltage due to bat switching of the high frequency output stage on the generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the generator board was defective, the front panel and motherboard were oxidized and corroded resulting in no response from the touch screen. The concerned product has not been repaired in the last year. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the generator gave a e433, rebooting error. The issue was found during preparation for use for an intrauterine resection procedure. The procedure was completed using a similar device and there was no delay reported. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.